Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's display was missing a segment specifically the far right number wherein the number 9 looked like a seven. The customer indicated that there was no patient involvement.